Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another manufacturer¿s stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had eight aptus endoanchors implanted four years and nine months post index procedure for the repair of a type ia endoleak. The aortic neck diameter measured 22 mm to 19 mm along a 28 mm length. The proximal aortic neck angle was 85 degrees and the supra to infrarenal angulation was 5 degrees. There was a 5% circumference of diffuse thrombus and a 5% circumference of diffuse calcium at the seal zone. The procedure was completed successfully with no issues or presence of an endoleak. It was reported that four months after the aptus endoanchors were implanted, there was an endoleak of indeterminate origin. It was noted that the endoleak was related to the abdominal aneurysm. A diagnostic CT was performed one month later. It was then determined that the leak was a type ia endoleak with aneurysm enlargement. A procedure was done to place another manufacture's cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Additional information received: a type ia endoleak was also observed on a follow up ultrasound carried out approximately one post the index procedure. Hypotension related to the index procedure was reported to have occurred on the day of the index procedure. The event was resolved with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.